Event description:
It was reported to philips that an imagedisk error occurred on the lateral ippc on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service resolved the issue by restarting the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).